Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Approximately 1 week post procedure, the patient suffered non target vessel nstemi. The event was treated with pci of 1st obtuse marginal (non-target vessel) with dcb. Investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. Patient recovered.

Manufacturer narrative:
Additional information: implant date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the mi event as a nonq-wave mi (non target vessel), 3rd udmi spontaneous in the 1st om. Lad stents are patent. Cec adjudicated the revascularisation as a non tvr percutaneous. If information is provided in the future, a supplemental report will be issued.